Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6, reference: 5.4, mean: 3.50, confidence limits: 2.0-5.0. Analysis of the customer's data revealed that both inratio and reference test results fall outside the limits, so accuracy criteria was not met. No product is expected to be returned and strip lot #1066128 provided by customer does not exist. Unable to perform in-house investigation. No further investigation will be pursued. Root cause could not be determined from the information provided by the customer. Issue in complaint will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010. Inratio: 1.6, lab: 5.4.